Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Treatment was initiated without issue. Approximately two minutes into treatment a blood leak alarm was received from the 2008t machine. Blood was visible in the hansen lines. Treatment was interrupted. The patient's blood could not be returned. Additional information was obtained during follow-up with the cm. The blood leak was noted as being an internal blood leak. Blood was visually observed backing up into the arterial hansen connection. Blood leak test strips were also used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be discarded and unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Treatment was initiated without issue. Approximately two minutes into treatment a blood leak alarm was received from the 2008t machine. Blood was visible in the hansen lines. Treatment was interrupted. The patient's blood could not be returned. Additional information was obtained during follow-up with the cm. The blood leak was noted as being an internal blood leak. Blood was visually observed backing up into the arterial hansen connection. Blood leak test strips were also used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be discarded and unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.